Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci instructions for use for the related event are as follows: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ : section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the flow of 3.8 l/min was achieved, and extra-corporeal membrane oxygenation (ECMO) was weaned. About 45 minutes after the ECMO was stopped the team decannulated the patient, shortly after the patient¿s pressure dropped to the 30¿s, heart rated from 100 to 60¿s and the patient went into pulseless electrical activity. The team started cardio-pulmonary resuscitation (CPR) and over 30 units of blood products were given, during CPR the patients abdomen distended. CPR was stopped after 30 minutes, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).